Event description:
It was reported that a patient presented to clinic. Device interrogation revealed inappropriate shock due to rapid ventricular response. No changes or intervention was performed to resolve the issue. The patient condition was unknown.